Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 us experienced o2 (oxygen) supply failure and alarm 151 (o2 concentration low). At this time, there is no information regarding patient involvement associated with the reported event.